Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process, which was resolved by a complete set change. The customer stated that she was unable to troubleshoot the issue, as she had already changed the complete set. She reported that she experienced this issue about 2 to 3 times. She stated that the alarm occurred after she filled the reservoir and connected it to the insulin pump. The customer's blood glucose was 142 mg/dl. The customer declined to return the infusion set for analysis but agreed to return the reservoir for analysis. Upon troubleshooting, it was found that the reservoir had an occlusion based on previous troubleshooting efforts. The customer was advised to replace the reservoir and infusion set and agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-41229.